Manufacturer narrative:
A patient experienced lead migration was reported to abbott. As a result, the patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's t11 drg lead migrated out of position. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's t11 drg lead was explanted, replaced, and therapy was restored.